Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the site. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Reference (B)(4).

Event description:
Medtronic received information through clinical date review that the patient experienced vasospasm when the 8f catheter was placed in the left internal carotid artery (ica). The event was resolved with the infusion of intra- arterial cardene. The patient was also reported to have experienced the presence of symptomatic intracranial hemorrhage post mechanical thrombectomy (mt) procedure. The mt device was used in the left middle cerebral artery (mca), one pass of the mt device achieved thrombolysis in cerebral infarction (tici) 3. Subsequently, thrombectomy of left internal carotid artery (ica) was also performed using non-covidien device with resulting improved patency. The patient's post-procedure national institutes of health stroke scale (nihss) was 21. One day post op, the patient was noted to have subarachnoid hemorrhage (sah) and hemorrhagic transformation (ht) with midline shift, after having had complete occlusion of the left ica from its origin to the skull base. Hemorrhagic transformation of a large left mca infarct 3 mm, with left/ right midline shift post mt and tissue plasminogen activator (tpa) treatment. Patient was reported to have respiratory distress. The patient received inpatient care with the prognosis of poor chance for functional recovery. Approximately 5 days post treatment, the patient expired (the exact cause of death was not specified). Same event as MDR# 2029214-2015-00991.